Event description:
It was reported the hcp was unable to access the catheter access port during a refill. The pump was inverted as the sutures tying the pump to the fascia broke. A pump pocket revision was done. The patient recovered without sequela.